Event description:
Unomedical reference number (B)(4). Event occurred germany. On (B)(6) 2024, it was reported that the infusion set tape was not sticking. The set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).